Event description:
Patient presented to the physician with both leads eroding from the chest incision. Physician prescribed antibiotics and brought the patient into the or 3 days later. Physician removed the ipg, capped the stimulation and sensing leads, and performed an antibiotic rinse.